Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad as the pump is vibrating off the charging pad and caller is unable to have the pump beep since the dog gets bothered by the noise. . There was no adverse impact to customer's blood glucose level. A replacement charging pad cover was sent out for caller to try to see if that helps.